Event description:
It was reported that in the pt's room approx 34 days after the catheter was placed in the pt's right internal jugular vein, a leak from the female lure of the stopcock was found. As a result, the stopcock was removed and replaced with an in-house stopcock. The catheter was removed 3 days later. This report involved a (B)(6), female, pt. The catheter was inserted in the operating room (B)(6) 2011 and removed in the pt's room (B)(6) 2012. There was no reported delay, death, or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.